Event description:
Following a routine check in which the patient's glucose was noted to be low (30), the nurse noticed that the pump delivering IV fluids was off. It was reported that the settings had been verified by the rn and the ECMO technician earlier and the pump had been infusing as intended. No one was present that might have turned the pump off and although both the rn and the technician had been present at the bedside, no audible or visual alarms have been observed. Twenty five percent dextrose was given and the patient's glucose returned to within normal limits within 20 minutes. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event lots have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.